Manufacturer narrative:
A ge service representative performed an investigation. Info provided indicated the need to replace the lemo cable-relay. Lemo cable-relay placed on order and will be installed when available. It is believed that once replaced the reported issue will be addressed. If add'l info is received, that indicates otherwise, a follow-up report will be submitted as required.

Event description:
It was reported that the 9600 system will boot up, but not fluoro. There was no report of pt injury.